Event description:
According to the customer, on (B)(6) 2024 while injecting a "flu shot" the vaccine began to "spray out of the syringe".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 while injecting a "flu shot" the vaccine began to "spray out of the syringe". The customer reported after the incident occurred, the administration of the vaccine was stopped, and the needle and syringe were removed from the patient. The customer reported the patient did not get their full dose of the vaccination due to the event. The customer did not report any serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.